Event description:
The customer reported being hospitalized due to gastroparesis and high blood glucose last month. The customer experienced nausea, which lead her admission. The customer was treated and released. The customer's most recent glucose reading was 325mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found several error alarms. The caller stated that she was instructed not to wear the insulin pump, and the device has been stored without a battery for about a month. Ran a self test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.